Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated 'this thing (pump) never worked right. It was so infected that the surgeon told me if someone put a needle in it, it would become septic and kill me. So, they kept titrating the medicine down to try to give my body time to heal so they could space out the replacements, but my body never healed in time for them to do another fill¿. It was noted the low reservoir alarm went off, but they decided to just turn it off. It was reported, there was probably plenty of bupivacaine in there. The patient was scheduled to have it removed, but had to cancel due to their child getting cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-sep-27. The patient was requesting MRI guidelines and stated that their pump was completely shut off because "the pump was not effective and in (B)(6) 2019, I developed a horrific infection over the top of the pump and could not get it refilled. So they titrated the pump down and then turned it off because the infection did not heal in time. The patient stated the pump "has fentanyl and bupivacaine in it, but it's completely off".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that she was experiencing a burning on the incision area where the pump was located. She had called her healthcare professional¿s office and they told her to call and have a company representative check her pump at the ER (emergency room). The patient stated that she had a pump refill tomorrow morning. Additional information was received on (B)(6) 2019 from the patient¿s pump managing physician¿s office who reported that the cause for the patient¿s burning on the incision area where the pump was located was not determined. The actions/interventions take to resolve the issue was noted to be that the patient would have a pocket revision with her implanting surgeon. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-feb-2019 from a healthcare professional (hcp) who reported that the cause of the burning on the incision site where the pump was located was that the patient had a localized skin infection. No further complications were reported/anticipated.